Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis was still not connecting. A field service engineer (fse) assisted customer and postpone for hospital information technology (hit). Later, fse assisted customer and technical support specialist (tss), machine back online now and fully synchronized issue was resolved. The system functioned as intended after field service engineer and technical support specialist repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device not communicated. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis was still not connecting. A field service engineer (fse) assisted customer and postpone for hospital information technology (hit). Later, fse assisted customer and technical support specialist (tss), machine back online now and fully synchronized issue was resolved. The system functioned as intended after field service engineer and technical support specialist repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device not communicated. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.